Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was giving failed battery test or battery out limit alarms and then shutting off while he was using it. The customer requested the insulin pump be replaced. Customer was advised the device would be replaced and agreed to return the product for analysis.